Manufacturer narrative:
Supplemental information was received on november 27, 2015 (event details). The manufacturer received the instrument for review and investigation is ongoing. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was now additionally reported that the surgeon could only release the torque with difficulty much later than usually.

Manufacturer narrative:
The manufacturer did not receive the device or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using an ncb-df torque screwdriver 6 nm, he had the feeling that it was too difficult to reach the appropriate torque force. At the time of this report no other information was available.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Reported event: the surgeon had the feeling that it was too difficult to reach the appropriate torque force. Device analysis: visual examination: the blue handle was in a normal visual appearance. The hex part of the handle seemed to be worn. No other visual abnormality can be found. Functional check: the function of the device was tested (applied force). The torque force of the device is within the required specification. The ncb proximal tibia system surgical technique describes the use of the 02.00024.021 ncb-df torque screwdriver 6 nm. It explains that a "click" is needed to apply the required torque moment. Since the returned part was working according to specifications and due to the fact that a considerably high force has to be applied to reach the 6 nm, we could conclude that the user didn't apply an adequate force and he assumed that the instrument was not working properly. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).